Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen while the device otherwise remained functional, and the representative advised that the device would no longer be watertight; a replacement was issued and the user had backup therapy available. Symptoms included no adverse clinical effects, with blood glucose reported at 141 mg/dl and stable. Outcomes included no medical intervention and no interruption of diabetes therapy. Investigation included product history review and user interview. Investigation of this case revealed physical damage to the display assembly consistent with user handling. It was concluded that the device experienced screen damage unrelated to a manufacturing or design defect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.